Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information reported that the event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced retroperitoneal hematomas. It was reported that on day 1, the patient experienced pain and urine tinged blood. It was also reported that the CT of the abdomen and pelvis showed 2 retroperitoneal hematomas, 5cm and 8 cm. The patient was prescribed medication "ferris" sulfate 325mg, orally 3 times a day, with meals on (B)(6) 2015. The event was considered recovering/resolving (adverse event is improving). There were no further patient complications reported in relation to this event.